Event description:
It was reported that during a laparoscopic nephrectomy procedure the device was assembled correctly. The device worked well. Fifteen minutes into case the shears appeared to jam. The surgeon then gripped with some force and the jaws made a significant snapping sound. The device then jammed during a transection and the reposition tissue in jaws error message occurred. The device still worked afterwards but several transections later the same error message occurred and I noticed that the distal tip of the jaws appeared to be bent out of shape when closed. I then recommended that a new device was opened. I am fairly certain that the device was closed on a veress needle or something similar as the needle was visible outside of the body and the position of the incident inside seemed to coincide. No patient consequences reported. Procedure was prolonged by two minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the bottom of the I-blade broken and not returned and jaw damaged. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I-blade. No yellow alert screens were displaying during testing. The condition of the upper jaw and I-blade prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.